Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the occlusion alarms occurred during the third day of pump supplies. Reportedly, the customer typically straightens out the infusion tubing to address the occlusion. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding this event.